Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received two "off no power" alarms and did not receive a low battery alert prior. Customer's blood glucose was 235 mg/dl. During troubleshooting, customer reported that insulin pump was not dropped or bumped. After troubleshooting, customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected off no power alarm noted. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.